Event description:
Additional information received indicated that the inappropriate backup operation was caused by power on reset.

Event description:
It was reported that the patient presented to the emergency department due to inappropriate shock. It was noted after that the patient's implantable cardioverter defibrillator (ICD) had inappropriately gone into backup operation and high voltage therapy was not active. It was also noted that the ICD failed to be interrogated and exhibited no magnet response. Programming changes were made to restore the device. Patient was stable throughout.